Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed 'calibrate oxygen (o2) analyzer' and 'o2 low pressure' messages. As a result, the users switched to a manual sechrist blender for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the o2 sensor as a precautionary measure. Verification/release testing was completed. The unit operated to the manufacturer's specification.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review, calibration was performed successfully on (B)(6) 2024. No calibration was performed on the date of the event, (B)(6) 2024. At 9:35am, both a ¿low o2¿ alarm and a ¿low air¿ alarm were active and resolved less than 10 seconds later. This was likely caused by low pressure input from the building source. A ¿flow control fault¿ error appeared shortly after, which after rebooting the perfusion screen, the issue cleared. This was a one-time fault and could have been caused by the unit not being recently calibrated.

Event description:
Per clinical review: on (B)(6) 2024, the team experienced a problem with their electronic patient gas system (epgs) during cardiopulmonary bypass whereby there were calibration and oxygen (o2) low pressure error messages. The team opted to change to a manual sechrist blender to finish the case. The procedure was completed successfully with no delay, no blood loss, and no adverse event.